Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the electrode belt failed a pulse test. The cause for the failure was isolated to the electrode belt distribution node. The trunk cable was pulled from the strain relief at the distribution node, causing the pulse wire heat shrink to be separated in the distribution node and the pulse wires to short together. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
During the investigation of a patient's electrode belt for an unrelated reason, a reportable malfunction was found.